Manufacturer narrative:
Evaluation summary: upon analysis, no anomalies were found.

Event description:
It was reported that prior to use, upon interrogation the grey bar low battery voltage indicator was noted. The device was not used. There was no apparent patient involvement.